Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent a filter placement procedure in which the celect platinum navalign uniset vena cava filter set, g34505, was used. The filter legs did not open when deployed. The physician ballooned to open the filter legs and per CT scan it was noted that the filter migrated when ballooned. The patient is scheduled to return on (B)(6) 2022 for filter explant.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter legs would not open upon deployment. The filter migrated when ballooned for opening. Patient was scheduled for filter retrieval four days after opening the complaint. No device was returned and no imaging was obtained. Therefore, based on the limited information provided only the exact reason, why the filter would not expand cannot be determined. However, it is previously seen that the filter legs my be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.